Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged infection is related to v.a.c.® therapy.

Event description:
On (B)(6) 2016, following information was reported to kci by the physician: the patient developed septic arthritis caused by escherichia coli in the knee on the same side as the grafted region, necessitating a surgical lavage. Patient had a history of polyarthritis that was treated with corticosteroids; which increased the risk of developing infections. The event occurred in a patient with comorbidities, and other factors that could alone explain the infection (independent of medical device). The physician stated that the events were probably an independent phenomena, but that it is difficult to assess whether v.a.c. Therapy contributed to event. The physician reported events were resolved with medium-or long-term complications.

Manufacturer narrative:
Additional information added: date complaint received by manufacturer was jan 20, 2016. Additional information added on (B)(6). Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged infection is related to v.a.c. Therapy.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On (B)(6) 2016, kci received article, leclercq, labeille, et al. Skin graft secured by vac (vacuum-assisted closure) therapy in chronic leg ulcers: a controlled randomized study. Annales de dermatologie et de venereologie. 12/2015; 142 (12): e1-e6. Doi:10.1016/j.annder.2015.06.22 reported that one patient developed septic arthritis of the knee that occurred on the same side the skin graft, which required a surgical cleansing. Multiple unsuccessful attempts were made to obtain additional clinical information. No additional information is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.